Event description:
A surgeon reported that a memory lens implanted in 2000 in the right eye of a pt has since opacified. Visual acuity reported as 20/40 od. There are no plans at this time to explant the device.